Event description:
It was reported that the expandable corpectomy device did not open. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the device is blocked in the middle position because the teeth of the gear wheel are deformed. The teeth's deformation in the middle position is an indication that too high of forces did impact on the device during the distraction. No product default could be detected. Device is not distributed in the united states, but is similar to device marketed in the USA.